Event description:
The patient underwent a revision surgery. The emplants were removed, the s1 screw remained attached to the rod during the explant. New screws from a different system were implanted at l5-s1, new rods were implanted and a iliac crest bone graft was taken along with local bone and other biologics for the posterolateral fusion bed. A cross link was also placed between the l5 and s1 screws.

Event description:
It was reported that the patient underwent a posterior spinal surgery. The patient came in for x-rays and it was found that the screw at s1 is broken right below the head of the screw. No revision has been scheduled yet. No patient complications were reported.

Manufacturer narrative:
(B)(4). The screws were not returned for evaluation, however, films were supplied for review. Ap and lateral x-rays of lumbar spine show wide multi-level laminectomy with l5-s1 tlif (with a titanium spacer at l5-s1) with s1 screws both broken under tulip area of pedicle screw.

Manufacturer narrative:
A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported in the patient's medical records that the patient underwent surgery on to treat grade 1-2 spondylolisthesis at l5. Symptoms included neurogenic claudication and pain to the lower back and legs, and difficulty walking. Treatment was for laminectomy l2, l3, l4, posterior fusion with autograft and instrumentation l5-s1, right-sided tlif with cage l5-s1, and posterior based osteotomy l5-s1. Post-op, the patient's symptoms improved but the patient still had ongoing radicular symptoms in the legs and burning dysesthesia in the feet. Per operative notes, the dysesthesia may be related the patient's history of cervical myelopathy. Patient previously underwent surgery for c3-c7 laminoplasty. During a visit with the surgeon approximately 5 months post-op, the patient reported hearing a pop in his back during exercising about a month (B)(6) 2011. X-rays taken showed that both s1 screws were broken just below the screw heads. Approximately 7 months post-op, the patient underwent a revision surgery for revision of posterior fixation and fusion at l5-s1, and for revision of laminectomy at l3-4, l4-5, and l5-s1. The explants were then sent to hospital pathology.